Manufacturer narrative:
The device was found in backup vvi mode. Analysis of the device image indicated that the device reset due to parity error. The reset was replicated in the laboratory when the device was subjected to temperature outside of the operating range.

Manufacturer narrative:
(B)(4).

Event description:
During an implant procedure, the device was unable to be interrogated and was determined to be in back-up mode. Another device was used to complete the procedure. The patient is in stable condition.